Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
It was reported that the pressure transducer test failed in pre-use check intermittently. There was no pt involvement. (B)(4).